Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that [pt] received a cook gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date, no specific information was provided by the reporter and no device was returned. Cook will reopen its investigation if further information is received. The specifications differ based on the approach used in placement of the device and no information was provided for the complaint.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 31/jan/2018 as follows: patient received an implant on (B)(6) 2006 via the right internal jugular vein due to deep vein thrombosis. Retrieval was attempted on (B)(6) 2006.

Manufacturer narrative:
Investigation:it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tulip - thrombus in filter, unable to be retrieved". Cook will reopen its investigation if further information is received. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic.filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques.lot# is unknown, but the device (igtcfs-65-1-jug-tulip) is manufactured and inspected according to 1000340mi (device mi), 1001721qc (device qci) and the filter tulip is manufactured and inspected according to a41935 (tulip mi), a41936 (tulip qci).no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.